Manufacturer narrative:
Analysis of the returned polaris ultra ureteral stent revealed that the stent was kinked near the distal tip. There were no visible cracks on the stent. The suture was not present with the return. It was not possible to determine how the suture became separated from the stent. Per the event information, the defect was identified outside of the patient while unpacking the device. Therefore, handling damage contributed to this event. A review of the device history record revealed no issues related to the complaint and that the accepted devices met all manufacturing specifications.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported to boston scientific corporation that after unpacking a polaris ultra ureteral stent for a stenting procedure, the stent was noticed to be cracked on the kidney side. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Event description:
It was reported to boston scientific corporation that after unpacking a polaris ultra ureteral stent for a stenting procedure, the stent was noticed to be cracked on the kidney side. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."